Manufacturer narrative:
Product complaint # (B)(4). Additional information was requested and the following was obtained: procedure name and date: unk. How many days post op was the issue noted? Unk. How was the delayed suture absorption issue managed? It was retrieved. After ablation of the suture which was not absorbed, the wound uses to scar alone most of the time. Lot number: unk.

Manufacturer narrative:
(B)(4). Additional device evaluated by MFR investigation summary: one used piece of product code jv1472 was received for analysis. During the visual inspection of the used suture piece, body fluids and damaged caused by degradation of the suture could be observed. The product code jv1472 is absorbable suture and the sample was received used and the time of exposure that has the suture in the environment could not be determined and no functional test could be performed due to sample condition. In addition, the coated vicryl¿ device is completely absorbed by 70 days post implantation. The manufacturing records could not be reviewed as the batch number is unknown. It could not be determined what may have caused the reported incident of: ¿the subcutaneous suture of the patient had not resorbed in its entirety causing a delay for the scarring¿.

Manufacturer narrative:
Product complaint # (B)(4). Attempts have been made to retrieve the device. To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent. Attempts are being made to obtain the following information. To date no response has been provided. If further details are received at a later date a supplemental medwatch will be sent. Procedure name and date how many days post op was the issue noted? How was the delayed suture absorption issue managed? Explain. Lot number.

Event description:
It was reported that a patient underwent an unknown orthopedic procedure on unknown date in 2019 and suture was used. The subcutaneous suture of the patient had not re-sorbed in its entirety causing a delay for the scarring. There was no treatment reported. The patient wound is reported as healed. Additional information has been requested.